Event description:
On 01-oct-2025 the user reported that on (B)(6) 2025 they experienced hyperglycemia with a blood glucose of 672 mg/dl. Prior to hospitalization, the device was unable to deliver insulin due to loss of battery power, and the user did not have alternate insulin therapy available. The user was evaluated in the emergency department, admitted from (B)(6) 2025 through (B)(6) 2025, treated with insulin, and discharged with the device discontinued.

Manufacturer narrative:
An investigation was conducted through review of available engineering logs and device data for the reported timeframe. The review identified progressive battery depletion with loss of device power and interruption of insulin delivery, including periods in which insulin dosing was not sustained due to battery depletion and cgm-related interruptions; no hardware or software malfunction beyond expected low-battery behavior was confirmed. It was concluded that the event was most consistent with prolonged interruption of insulin delivery associated with battery depletion and lack of alternate insulin therapy rather than a confirmed device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental MDR will be submitted if new information becomes available. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.